Manufacturer narrative:
It was reported that on (B)(6) 2025 when the provider was "connecting the manifold set-up to the catheter" the syringe "just spun off the manifold". The customer reported there was no impact to the patient or procedure. The customer did not report any serious injury, medical intervention required, or follow-up care needed as a result of the reported issue. No additional details are available related to the customer reported issue. To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. In an abundance of caution, and in response to an FDA 483 issued for cfn (B)(4) on 22-jan-2024, this medwatch is being filed for the reported problem/issue. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
It was reported that on (B)(6) 2025 when the provider was "connecting the manifold set-up to the catheter" the syringe "just spun off the manifold".

Manufacturer narrative:
Update to h6: investigation findings update to h6: investigation conclusions.